Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient was transferred from the Spinal Cord Simulation (SCS) team because the patient had reported possible EMI interference issues related to both their SCS and Interstim devices. The patient worked at an industrial facility where there was a lot of strong EMI including generators and reported either both devices turn off or shock the patient when they were in this environment. The patient also reported that in addition to getting shocked they also urinated on themselves unexpectedly. The patient wanted to request a statement from the manufacturer that they could provide to their employer. The agent emailed the patient therapy guide with EMI information and recommended the patient discussed with their managing healthcare provider (HCP).

Manufacturer narrative:
B3.Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.